Event description:
Pt with left breast capsular contracture with asymmetry. Pt underwent revision of left breast reconstruction with capsulectomy, implant removal and breast reconstruction with implant delayed. An intact silicone gel implant was removed. Unknown MFR.